Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries, other injuries [injury]. Excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Zinc poisoning [metal poisoning]. Case description: an attorney reported that their now (B)(6) male client used fixodent denture adhesive, version unk cream to secure dentures received approx (B)(6) ago and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, and other injuries attributed to excess zinc resulting in copper depletion and zinc poisoning that had left him unable to perform normal, customary, and daily activities. Health care professional was visited. Treatment included unspecified medical care and treatment. The case outcome was not recovered resolved. Product use was discontinued. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.